Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. A third seal was used, but it detached from the prolene suture. The surgeon then used the safety tab to remove the seal from inside the aortotomy. A replacement heartsting seal was used to complete the procedure. No pt complications were reported by the hosp.